Event description:
Reporter alleged obtaining a discrepant blood glucose value of 176 mg/dl back to back with a result of 66 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that about 15 minutes later, another comparative test of 188 mg/dl was performed back to back with a result of 72 mg/dl within 10 minutes on the same system. Reporter indicated she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she would treat herself by eating. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.